Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the ict to ict pre amp cable, resolving the issue. Additionally, the customer performed quarterly maintenance. No additional result issues have been reported since the service activity was completed. Return testing was not completed as the ict to ict pre amp cable is not required to complete the investigation. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict to ict pre amp cable did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict to ict pre amp cable were identified.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 105 mmol/l, repeat result = 135 mmol/l, repeat result on another analyzer = 135 mmol/l. There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed sodium result generated on an alinity c processing module for one patient. Sid (B)(6) initial result = 105 mmol/l, repeat result = 135 mmol/l, repeat result on another analyzer = 135 mmol/l. There was no impact to patient management.